Event description:
Litigation papers received. Papers allege patient suffers from pain and excessive levels of chromium and cobalt in her blood.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 4/10/2015- medical records received. Patient was revised to address altr. Upon revision, greenish fluid, necrosis, corrosion on the femoral head, sleeve and taper of the stem, and osteolysis were noted. The stem remained in situ. The stem and sleeve are being reported for corrosion. This complaint was updated on 4/28/2015.